Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 140 mg/dl and sensor glucose was 69 mg/dl at the time of the event, the difference is outside the acceptable range. The customer ended up going too high due to the suspend before low when she was not really low. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.